Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed, 16x5mm, eccentric, de novo target lesion contained >45 and <90 degree bend and was located in the moderately tortuous and moderately calcified left circumflex artery (lcx). A 0.014 guidewire was advanced to cross the lesion. Following predilation, a 20 x 4.50mm taxus¿ liberté¿ stent was selected for use to treat the lesion. However, during introduction, the proximal and distal stent strut was lifted up and the stent shaft was kinked. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. The stent had moved distally on the balloon. There were bent stent struts on the proximal end of the stent. The bumper tip of the device showed no signs of damage. The crimped stent was moved on the balloon. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident on the balloon wall, which suggests that overall crimp contact was achieved between the stent and balloon. There was kinks in the hypotube 260mm from the hub. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed, 16x5mm, eccentric, de novo target lesion contained >45 and <90 degree bend and was located in the moderately tortuous and moderately calcified left circumflex artery (lcx). A 0.014 guidewire was advanced to cross the lesion. Following predilation, a 20 x 4.50mm taxus¿ liberté¿ stent was selected for use to treat the lesion. However, during introduction, the proximal and distal stent strut was lifted up and the stent shaft was kinked. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.